Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump may have over delivered. It was reported that approximately fifteen minutes prior to the normal changing time, the patient reported having shaky hands, dizziness, and light-headedness and found that the cassette was empty, but that the pump indicated 9ml remained. Subsequently the patient used their backup pump to receive their remaining infusion. It was reported that the medication was administered continuously via intravenous therapy.